Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra was unable to perform a device evaluation since the device was discarded by the customer. The patient's age was defaulted to (B)(6) as no information was provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral tissue expander leaking, right-side.